Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted an occlusion alarm. The infusion set was changed, however the pump emitted a cs 064 alarm later in the same day. The infusion set and cartridge were changed during troubleshooting, and the rewind, load, and prime steps were completed successfully. An air bolus was also completed successfully. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.